Manufacturer narrative:
(B) (4).

Event description:
The patient experienced dehydration as a result of vomiting. The patient had been hospitalized "every few months" due to the dehydration. The patient was re-directed back to his physician. Additional information has been requested.